Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.

Event description:
It was reported that during a procedure, air leak occurred with a boo sound. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.